Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter casing issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Product code for this device is nbw.

Manufacturer narrative:
(B)(4): the patient alleged a meter casing issue. Pa found a stand off plastic was loose inside the meter.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.